Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 301 mg/dl. No significant events leading to the alarm were observed. The customer stated that she had just eaten and was not feeling well; she stated that this was why she had high blood glucose levels. The customer declined troubleshooting for high blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage keypad traces. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with minor scratches on display window, cracked battery tube threads and broken reservoir tube lip.